Event description:
It was reported that an unspecified number of syringes leaked during use. The following was reported by the initial reporter: "it was reported that insulin leaks out of the bottom of syringes and high glucose level reported. Verbatim: voicemail: consumer left voicemail stating that the insulin leaks out from the bottom of the syringes. Consumer also mentioned high glucose level. 31g, 6mm, 3/10ml"

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0259266 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200912368] noted that did not pertain to the complaint. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringes leaked during use. The following was reported by the initial reporter: "it was reported that insulin leaks out of the bottom of syringes and high glucose level reported. Verbatim: voicemail: consumer left voicemail stating that the insulin leaks out from the bottom of the syringes. Consumer also mentioned high glucose level. 31g, 6mm, 3/10ml".